Manufacturer narrative:
The technician replaced the right foot caster and adjusted the brake position on all other casters to repair the stretcher.

Event description:
Information received indicates the stretcher still rolls after the brake has been set.